Event description:
The disposable loading unit was used with disposable stapler during a laparoscopic nissen procedure. The knife did not cut and the staple line was not proper. The surgeon used another device to complete the procedure. No patient injury was reported.

Event description:
The disposable loading unit was used with disposable stapler during a laparoscopic nissen procedure. The knife did not cut and the staple line was not proper. The surgeon used another device to complete the procedure. No patient injury was reported.